Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31608229l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter and the patient experienced atrioventricular block treated with temporary pacemaker. During cavotricuspid ishmus (cti) ablation, atrioventricular block occurred caused by ablation close to his using qdot micro catheter. A temporary pacemaker was placed, and the patient left the room. No extension of hospitalization. No abnormalities observed prior/during use of the product. The patient¿s outcome from the adverse event was reported as improved.